Manufacturer narrative:
(B)(4). Implant in (B)(6) 2014. Concomitant medical products: unknown tibial component catalog # unknown lot # unknown, unknown articular surface catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation  has been completed, a follow-up MDR will be submitted.  Multiple MDR reports were filled for this event: 0001822565 - 2018 - 00448, 01822565 - 2018 - 00449. Remains implanted.

Event description:
It was reported that patient underwent left total knee arthroplasty on an unknown date and now requires a revision due to patella fracture, snapping noise, and falling. Patient uses a walker or cane to move around.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products ¿ natural knee flex female porous femoral component size 2 left catalog #: 00541601501 lot #: 62540996, natural knee ii porous coated stemmed tibial baseplate size 2 left catalog #: 621200220 lot #: 62523935, natural knee ii ultracongruent articular surface size 1, 2 right 9mm catalog #: 00542801111 lot #: 62314561. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Per the gender solutions n-k flex system package insert, pain and fracture are known potential adverse effects of this procedure. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.